Event description:
Two weeks prior to the patient's last refill visit, the patient experienced increased spasms. The patient also experienced nausea, pruritus and vomiting. Pump volumes were checked during the refill visit and they were within specifications; the expected volume was 4.5 mls, the actual volume was 6 mls. In 2009, an x-ray and CT scan were done. The x-ray showed "coiled tube at the l4 vertebral body endplate" and the CT scan showed "2cm non-visualization at its exit from pump; coiled at level of spinous process of l2 posterior to it; enters thecal sac at l3 level and terminates at l2 level posterior". The next day, a catheter dye study was attempted. They were able to aspirate 3-4cc, but they could not inject dye into the catheter access port (cap). They confirmed the appropriate kit/needle was being used and that the needle was patent. They tried rotating the needle and changed the needle, but were still unable to push dye through the catheter. They were waiting for the patient to be seen by a neurosurgeon. The patient was taking oral baclofen and zanaflex to try and control her spasms. The device system was used to deliver lioresal.